Event description:
Stryker strykeflow 2 continued to remain activated (making irrigation noise) despite not being used. Leak was found by handheld device area. Shortly after smoke/vapor appeared from device.